Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and was non-functional. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.